Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions on how to address future malfunctions. The customer was able to continue using the pump and was advised to call back if any issues recurred, which the caller understood.